Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up with no pacing support it was noted that the pulse generator was in back up vvi mode. After a successful software download, the device resumed normal function. No patient symptoms were reported.